Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that a lead warning occurred due to multiple low impedance readings with the right ventricular (rv) lead. The clinic is continuing to monitor the issue, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.